Event description:
It was reported that post implant, the atrial lead exhibited impedance greater than 2000 ohms and loss of pacing and sensing. The pocket was opened and the lead reconnected to the pulse generator but impedance was a gain greater than 2000 ohms. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.